Manufacturer narrative:
No unexpected hot battery anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The insulin pump passed displacement test, sleep current measurement, active current measurement and self-test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was unknown . The customer did not receive a low battery alert prior to the off no power alert alarm. Troubleshooting was performed. The insulin pump will be returned for analysis